Event description:
Following an unsuccessful attempt with another MFR's stent, 3.0mm diameter x 24mm length ave gfx stent was inserted into a severely calcified left coronary artery. It was not possible to cross the target lesion; therefore, the stent and delivery system were pulled back and the stent dislodged from the stent delivery system at the end of the guide catheter. The physician did not follow the instructions for removal of an undeployed stent. The stent was successfully snared from the pt and discarded. There is no further info available at this time and there was no additional clinical sequelae reported relative to the event.